Event description:
It was reported that during a laparoscopic sigmoid procedure, while on mesentery, the top portion of the jaw came off. The piece went into the patient, but was retrieved. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received with the top jaw bent and not returned with the device. The I-blade was bent. The jaw area was inspected with a microscope and it was noted that the jaw retention pins were sheared off. The device was tested with a generator; though all testing could not be completed as the top jaw was damaged. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.